Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. A replacement pump was arranged within warranty, storage and return instructions were provided, and customer declined to share details about backup insulin therapy while the problematic pump was scheduled to be returned to tandem.